Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. It was also reported that the display was blank. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.